Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer reverted to an alternate method for insulin therapy. Customers blood glucose was 120-140mg/dl.